Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that magnesium solution would not flow through a clearlink system continu-flo solution set while being used with a spectrum iq infusion pump and secondary tubing. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.